Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the wound infection cannot be ruled out. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound infection in this patient include prior radiation, underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 44-year-old male with newly diagnosed glioblastoma (gbm), started optune gio on (B)(6) 2025. On (B)(6) 2026, the patient informed novocure that he was admitted to the hospital on (B)(6) 2026, due to a festering surgical resection scar. Review of the available medical records indicated that tumor recurrence had been diagnosed on (B)(6) 2026, and surgical intervention was subsequently planned. On (B)(6) 2026, novocure was informed that the patient had been discharged from the hospital with sutures in place and resumed optune gio therapy on (B)(6) 2026. The prescribing physician reported on (B)(6) 2026, that the event took place at an external hospital, therefore, no additional information was available.